Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Non-sustained lead noise episode was observed due to post-paced t-wave oversensing. The patient did not receive inappropriate therapy. Reprogramming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.